Event description:
It was reported that bd syringe 10ml ll s/c contained foreign matter. Complaint via email. I am contacting you from the x to report a product defect. We received a report of a 10 ml syringe package containing debris. Ref: 302995, lot: 6047494, exp. 01/31/2031. Please let us know if you need any additional information from our team. This defect was identified on (B)(6) 2026. The physical sample is available for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.